Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: (possible) damage.

Event description:
Healthcare professional reported a "possibly" damaged device. This represents the unknown side. Device remains implanted.